Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, commander delivery system balloon burst occurred during a transcatheter aortic valve replacement procedure. Access was achieved via right-carotid cutdown. The patient was sized for a 29mm sapien 3 valve. Sinotubular junction tapered with calcium and minimum diameter 27mm at a height of 23mm. The commander delivery system, 16 fr esheath+ and 29mm sapien 3 valve were all prepared per IFU. The valve as deployed as intended by the physician. Inflation technique was slow. The valve was fully deployed. At the end of deployment, the delivery system balloon ruptured. The delivery system was completely unflexed during withdrawal. There was no retained volume within the balloon. They were able to withdraw the balloon almost fully back into the sheath. Once resistance was met pulling the balloon into the sheath, the entire system (delivery system, sheath, and wire) was withdrawn as a unit. The vascular surgeon immediately controlled the bleeding, and the carotid was sutured closed without any damage noted. The patient remained stable throughout the case. Valve function was normal, there was no paravalvular leak, no pericardial effusion and no aortic dissection or annular rupture noted. Patient left the cath lab in stable condition. Upon removal of the devices, it was observed that the sheath tip was split, and there was about 1-2cm of balloon that would not fully pull into the sheath. The perceived root cause of the balloon burst is the calcified sinotubular junction. The damage to the sheath was thought to be due to the ruptured balloon not fully being able to retract back into the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and revealed the following: calcification present in the sinotubular junction (stj) and landing zone. Calcification present in the access vessels and aortic bifurcation. Fluoro imagery of the event was provided, and the following was observed: inflation balloon burst at full inflation and after full deployment of the transcatheter heart valve (thv). Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as imagery revealed calcification in the stj and landing zone. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.